Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿fault of the patient, all the fluid comes out¿. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1gram stat dose, route not reported) and meropenem injection (1 gm, route, frequency and duration not reported). Pd therapy was ongoing. The day after hospital admission, the patient was discharged. The patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.